Event description:
A report was received that the patient underwent an ipg replacement procedure due to inability to hold its charge. The patient received good stimulation coverage postoperatively. The patient had a previous nondevice related surgery wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001).

Event description:
A report was received that the patient underwent an ipg replacement procedure due to inability to hold its charge. The patient received good stimulation coverage postoperatively. The patient had a previous non-device related surgery wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 11mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.